Manufacturer narrative:
E.1 initial reporter facility name: h lee moffitt cancer center & research institute hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer was not registering. A field service engineer (fse) troubleshot drawer 2.1 of the anesthesia station, which was not displaying the drawer map. However, the map was visible to both the fse and the customer during the inspection. The customer was advised to visually observe the anesthetist using the drawer and note their actions. Additionally, the customer requested that a csc agent virtually observe the usage as well. The fse completed the diagnostics and tested the device with the customer. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was not registering. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.